Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26480: it was reported the patient is experiencing a severe migraine when she sits or stands. The patient reported the headache started the day after her trial. The patient was advised to lie flat and return to see the physician. Follow up information identified the headache was better but still bad. The physician removed the leads and a blood patch was placed which resolved the issue.